Event description:
It was reported that a groin bleed with subsequent death occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully implanted and patient was sent to the recovery room. While in recovery, patient developed a hematoma at the groin site, which resulted in hemorrhagic shock. Patient also started vomiting blood then went into cardiac arrest for which she was intubated. Of note, patient refused blood products. The following day, hemoglobin was noted to have dropped to 7.3 and eventually to 3.8. Patient was maxed on vasopressors and was unable to receive dialysis. At this point, patients family made her "do not resuscitate" (dnr), and patient was extubated. Shortly after, patient passed away.